Event description:
Right hip revision for instability. Stem, insert, and head were revised. Per response: removal of stem was not planned during revision it was removed however as a result of intra-op event, "when the constrained inserts failed, stem removal was necessary".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right hip revision for instability. Stem, insert, and head were revised. Per response: removal of stem was not planned during revision it was removed however as a result of intra-op event, "when the constrained inserts failed, stem removal was necessary".

Manufacturer narrative:
Reported event. An event regarding instability involving an unknown trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records with a clinical consultant indicated "revision of a tha can be confirmed by the intra-operative photographs. There is no documentation regarding the cause for revision being instability. Nor was any documentation provided indicating evidence of intra-operative failure as noted in the pi.the root cause for the revision surgery cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of medical records with a clinical consultant indicated "revision of a tha can be confirmed by the intra-operative photographs. There is no documentation regarding the cause for revision being instability. Nor was any documentation provided indicating evidence of intra-operative failure as noted in the pi.the root cause for the revision surgery cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.